Event description:
During an elective device upgrade procedure, it was reported that increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed but no anomalies were observed. The rv lead was then capped and replaced to resolve the event. The patient is stable.